Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were many asystole episodes recorded which appear to be due to intermittent loss of contact or fluid in the pocket. The device remains in use. No patient complications have been reported as a result of this event.